Manufacturer narrative:
Complaint confirmed. The hand instrument device has a missing tip pin. Standard function test could not be performed due to it's related condition. At this time the cause of the event remained undetermined.

Event description:
The device was received by arthrex (B)(4) from the customer with a note that stated ¿dull¿. No additional information as to what failure mode occurred was provided. No adverse conditions reported for patient, operator or third party. Update 06-aug-2019: the device ar-11241xl was investigated by arthrex (B)(4). The investigation showed that the tip of the device is missing. Arthrex (B)(4) contacted the customer to verify if the broken tip was retrieved from the patient or if the broken tip remained inside the patient. It was not possible for the customer to confirm if the tip was retrieved or not.